Event description:
User experienced issue with control recovery and high results for phosphorus on external proficiency survey samples. The issue has been ongoing for approximately 2 months. Results for 4 external proficiency survey samples were provided, 1 survey sample gave discrepant results. Initial survey result gave 10.4; repeat gave 5.7 mg/dl. Survey sample repeated on other c501 (B) (4) at the site giving 5.9 mg/dl. Results for this survey sample were not reported. No patient samples were involved. Phosphorus reagent lot number - 61972501. The field service representative could not find a cause. A special wash was installed for phosphorus and the high results have been eliminated. In addition, the fsr adjusted gear pump pressure and rinse mechanism. To verify analyzer performance a precision check and controls were ran with all results acceptable.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
The account alleges that the bed exit would not function.

Manufacturer narrative:
Further investigation of the event determined the issue was resolved after introducing a wash cycle between the lactate and phosphorus assays by the field service representative. Further wash cycles outside of the published carry-over evasion list may be necessary for some laboratories. This is dependent upon independent local laboratory factors, such as test menu, throughput, maintenance state, and run time.